Event description:
The user reported that the catheter was being used as a jejunostomy tube. The catheter was placed in (B)(6) 2013. The implantation date provided is an estimate. The patient returned on (B)(6) 2013 where it was noticed that the pigtail had detached from the catheter. The user retrieved the detached pigtail fragment from the patient with a snare. The suspect device was discarded at the hospital. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation. The suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed.